Event description:
It was reported that during a drug eluting stenting treatment procedure, a stent dislodgement occurred. The patient presented with pain and post a graft procedure performed on the left anterior descending artery (lad). Angioplasty was performed in the circumflex (cx) and lad from the left main stem. One unspecified stent was successfully implanted in the cx. Then pre-dilatation with an unspecified balloon was performed. Next, a promus element 3.0x12mm stent was advanced but would not cross the lesion. The stent delivery system (sds) was removed from the patient and no anomalies were observed upon inspection. The physician pre-dilated the lesion again and attempted to advance the stent a second time but it still would not cross the lesion. The sds was again removed from the patient and upon inspecting the device it was noted there was no stent on the balloon. The physician is confident the stent is not in the patient and came off the stent outside the patient somehow. No further action was taken and the procedure was completed. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).